Manufacturer narrative:
Occupation: clinical research supervisor. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the medtronic clinical research supervisor found that the device had a cracked housing prior to the surgery. The cracked device was not used for the surgery. Another preamplifier was used to complete the surgery. There was no patient impact.

Manufacturer narrative:
The device was returned for analysis. Evaluation found that the device had a cracked back enclosure and a torn gasket. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was faulty. There was no report of patient impact.